Manufacturer narrative:
Result: siderail unable to lock in the upright position and cracked siderail inner panel with hole at the top.

Event description:
It was reported by service report that the head left siderail was damaged, and it could not be locked in the upright position. It is unknown if there was any patient involvement. However, no adverse consequences were reported.